Event description:
Patient switching to dexcom g7 as dexcom g6 was difficult to wear, patient had trouble using the g6. No additional information reported or available regarding this event. Pae reported by patient. (B)(4).